Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: elmira / packaged, sterilized and released by: monument release to warehouse date: 03-jan-2023. Expiration date: 30-nov-2031. Part number: 310.21s, 2.0mm drill bit/qc/125mm-sterile. Lot number: 3610p54. (Sterile) lot quantity: (B)(4) note: drill bit was manufactured by elmira; lot number 3236p47. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d2b: additional product codes: gff, hwe and hsz. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
At approximately 1420, it was reported that on (B)(6) 2023 during a handoff that a 2.0mm drill bit, was broken off into the patient. It was reported that this occurred right before hand off began. The surgical team decided that to further attempt to remove the drill bit would cause more damage to the patient than to leave it. Approximately 25mm remains in the patient. This report is for one (1) 2.0mm drill bit/qc/125mm sterile. This is report 1 of 1 for complaint (B)(4).